Manufacturer narrative:
Retainer ring=black. The insulin pump was returned for random insulin flow block alarms, battery lasting less than 7 days, nonresponsive buttons, and cosmetic damage located at the screen(crack) found on jul 15, 2021. Device history and trace files downloaded successfully using thus software. Unit received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed the self test, active current measurement, sleep current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device passed keypad voltage test. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted on the insulin pump history/trace files on 06/14/2021 at 9:05am, 9:06am, 5:05pm, 5:15pm, and 5:43pm during bolus. No motor error alarms noted during testing or in the insulin pump history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No low battery alert noted during testing. Low battery alerts noted in the insulin pump history/trace files on 06/11/2021 at 1:39pm and on 07/18/2021 at 10:39pm. Therefore, battery change occurred after 1 week. Force sensor was measured and is within specifications (25.6mv at zero offset). Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted duing visual inspection: minor scratched lcd window, scratched case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Nonresponsive buttons not confirmed during testing. Random insulin flow block alarms not confirmed during testing. No delivery alarms noted in the insulin pump history/trace files on 06/14/2021 during bolus however, no motor error alarms noted during testing or in the insulin pump history/trace files. Battery lasting less than 7 days not confirmed during testing or in the power management graph. Cosmetic damage was confirmed where minor scratched lcd window was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen appears cracked, new batteries last less than 7 days, buttons sometimes unresponsive and had random insulin flow blocked alarm in insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.